Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l81637, implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l81637, ubd: 08-jun-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for non-malignant pain and chronic low back pain. It was reported that an event occurred during pump replacement for end of service (eos). The patient presented for normal elective replacement (eri) pump exchange. Prior to surgery, while confirming the proper medication was available for the case with the physician, it was observed that the current medications programmed in the pump were morphine 25 mg/ml, bupivacaine 5 mg/ml, and clonidine 1 mg/ml. It was further noted that this was different from what was ordered for the case (morphine 25 mg/ml only). The written order from the physician was confirmed to be matching the drug available (morphine 25 mg/ml). The physician asked the company representative to call an alternate physician to confirm his order on only 25 mg/day. When the company representative spoke with the physician, he informed them that the patient¿s drug was in fact morphine 25 mg/ml only, and regarding the three it was indicated that he didn't know how to remove the other 2 drugs from the programmer. The company representative confirmed that he was ordering the new pump at morphine 25mg/ml at a dose rate of 8.008 mg/day. Once the case began an attempt to aspirate the catheter was made. The catheter was determined to be non-patent. The catheter was completely explanted and replaced with a new catheter. The dose was lowered to 1.202 mg/day at the request the physician. The patient was admitted and monitored overnight. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The cause of the catheter failure was not determined, and the catheter was disposed of by the hcp. The issue was noted as having been resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The physician documented the incident in his procedure note. As per the log provided of the old / explanted pump had administered the following medications as of (B)(6) 2019: morphine (concentration: 25.0 mg/ml, dose rate: 8.008 mg/day), bupivacaine (concentration: 5.0 mg/ml, dose rate: 1.6017 mg/day), and clonidine (concentration: 1.0 mg/ml, dose rate: 0.3203 mg/day). As per the log provided of the new pump, morphine with concentration 25.0 mg/ml was being administered at a dose rate of 1.202 mg/day as of (B)(6)2019. No patient symptom was reported. The patient¿s weight and medical history were noted as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.